Manufacturer narrative:
Investigation summary: the device was visually inspected, and the peek housing tip transition was found cracked with metal exposed and polyurethane (pu) margin missing, also a bump was observed in the tip. Then, deflection test was performed, and the catheter failed. A failure analysis was performed, and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t bar slippage and the peek housing damage cannot be determined; however, an internal action was created to investigate both issues. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and it was reported that there was a deflection issue. The catheter was replaced, and the issue resolved. The procedure was completed successfully. There was no patient consequence. The deflection issue was assessed as a not reportable event. The biosense webster, inc. Product analysis lab received the device for evaluation on march 6, 2019 and it was reported that the peek housing was cracked open with metal exposed and polyurethane (pu) margin was missing with transition with the tip lumen. The tip lumen has bumps about 2.2 cm from the distal of the tip dome. The issue of peek housing cracked with exposed parts was assessed as a reportable event.

Manufacturer narrative:
During an internal review on april 23, 2019, it was noted that ¿d3. Manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ has been re-populated. Manufacturer's reference # (B)(4).